Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. Explant date: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 19.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. The patient reported his vision was great following the implantation procedure even though he developed a minor infection which was treated by medication. However, the patient experienced visual difficulties after a yttrium-aluminum garnet (yag) was performed in (B)(6) of 2017. The patient complained of not being able to read up close, distance vision was blurry, seeing halos at night, dizziness, and headaches. Reportedly, the doctor explained to the patient these complaints were due to dry eyes, which the patient had treated for with plugs prior to cataract surgery. The patient still has dry eyes. Also, when the patient asked why the yag procedure was performed, the doctor's reason was because it was routine for their office to perform this procedure at a patient's one month post-operative visit. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of complaints was performed on 15-dec-2017. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.